Manufacturer narrative:
This event ref: (B)(4) was erroneously submitted under the incorrect MFR 1045834-2013-13810. The device was received by depuy synthes power tools. The device was evaluated and the reported condition of the "vibration and chattering" could not be confirmed. However, during service and repair, the device failures were found but were not related to the reported event. If additional info is received, a supplemental report will be submitted.

Event description:
Report received from the USA stating that the device was vibrating and chattering. The device was not being used during surgery. It is unknown if injury or medical intervention were reported. The date of the event is unk. There was no additional information provided.